Event description:
It was reported that surgeon was doing a total arthroplasty on patient's left side and the superior peg snapped off the alignment guide while surgeon was double checking the alignment. There was no delay in surgery or adverse consequences to patient at all.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.